Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The patient was pacemaker dependent and the physician was to use plasma blade cautery. Near the end of the procedure, a sudden increase in the pacing rate was noticed. The pacemaker was changed out. The patient was stable prior to, during, and after the upgrade had been completed.